Event description:
It was reported that hair was found within a bulb irrigation syringe component.

Manufacturer narrative:
It was reported that hair was found within a bulb irrigation syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for evaluation and a small dark hair approximately 1-inch in length was observed in between the bulb and the syringe. No physical sample was returned for evaluation. Based on the location of the hair, it is likely the hair was introduced during the component manufacturing process due to an issue with environmental controls. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.